Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No complications were reported, and the patient condition was fine.